Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the leak came from the float having buildup of slime on it, which keeps it from activating the sump pump. The fse disassembled the drain sump, cleaned and flushed with bleach. The fse also cleaned the lines and pump.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron cx5 delta chemistry analyzer was generating waste bucket full errors. Customer tried priming the drain pump, but the waste bucket errors persist. It appears that the instrument is backed up as some waste liquid has come out of the overflow hole on the lid. No injury or operator exposure was reported for this event.